Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00855. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician successfully delivered 10 ruby coils in the aneurysm using a px slim delivery microcatheter (px slim). The physician then attempted to advance a new ruby coil which the pusher assembly had inadvertently been kinked by a hospital staff. While advancing and retracting this ruby coil through the px slim in order to have it take shape, the physician applied more pressure on the ruby coil and it unintentionally detached in the gda. The detached ruby coil was successfully removed from the patient using a snare device. Upon attempting to advance a new ruby coil through the px slim, the ruby coil pusher assembly became slightly bent and the ruby coil unintentionally detached in the gda while being advanced and retracted through the px slim. While removing the detached ruby coil from the patient using a snare device, it broke apart into several pieces, which were all removed individually using the snare device. The procedure was stopped at this point after the broken ruby coil pieces were successfully removed from the patient. There was no report of an adverse effect to the patient.